Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the pump became warm after he was wearing the pump while swimming in saltwater. He confirmed that there was no harm or injury as a result of the pump becoming warm. The patient stated that there was water and corrosion in the battery compartment. He stated that he had changed the battery cap 5 months prior to the incident. The patient noted that he did not see any damage to the batter cap or compartment, and he changed the cap. The patient reported that on (B)(6) 2011 he again noted water in the battery compartment, but denied any corrosion or temperature changes. The patient confirmed that there were no structural issues with the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery was not returned with the pump for investigation. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for three hours with no evidence of overheating. The complaint regarding overheating could not be confirmed or duplicated. Evaluation revealed that the battery compartment was cracked, and there was evidence of corrosion observed inside the battery compartment.